Event description:
According to the reporter, while taking a sample of a pulmonary nodule during a thoracoscopic right lower lobectomy procedure, at the moment the handle was pressed for firing, they heard a crashing or cracking sound but no pushed staples. There was poor staple formation and some distal staples were badly formed however there were no fistula or dehiscence. A component of the device broke off but they do not know which component was it. The component could be inside the handle of the instrument. They used another instrument to resolve the issue in order to complete the case. There was no reported patient injury.